Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(6).

Event description:
The customer received a questionable amikm amikacin result for one patient sample that had been aliquoted by the modular preanalytic analyzer (mpa). The initial result from the aliquot was 35.60 ug/ml. The sample was repeated and the result was 0.3 ug/ml. The initial result was believed to be incorrect as the sample was collected before treatment. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. The reagent lot number and expiration date were requested but were not provided. A specific root cause could not be determined. Additional information for further investigation was requested, but the customer refused to provide it. Most likely the issue was related to a preanalytic issue at the customer site.